Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in vial, in a biohazard bag. Visual inspection found the lens torn in four pieces. (B)(4).

Event description:
The reporter indicated that a cc4204a, +18.0 diopter, intraocular lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to mispowered iol, wrong power for eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Eye, cannot verify it was the patient's left eye (os). (B)(4)